Event description:
This is the second of two reports involving the excel 23 khz standard tip (same pt, lot number, and facility but different product problems). The product problem with this second tip was discovered during the test period. The cusa excel main switch was turned off and then turned on. The test button was pushed. The panel showed the tip alarm. The tip was broken into two parts. No additional info was provided as to how the tip broke. This product problem caused a thirty min delay in surgery. The broken tip was replaced with a third tip and this replacement worked. Pt outcome was reported as "ok". Cross referenced to manufacturer report number: 2648988-2010-00093.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.